Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the laparoscopic instruments were introduced in a laparoscopic cholecystectomy procedure, the device had an unspecified damage. To resolve the issue, the damaged material was removed. It was reported that there was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received two photographs of one device. The first photograph depicts the trocar with the circular seal cut. The second photograph depicts the trocar with the circular seal cut from a different view. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received two photographs of devices. The first photograph depicts the trocar with the circular seal cut. The second photograph depicts the trocar with the circular seal cut from a different view. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the laparoscopic instruments were introduced in a laparoscopic cholecystectomy procedure, when 10 mm instruments are inserted, the seal device gets malformed and does not go back to its original form. However, when 5 mm instruments are inserted, the port would leak carbon dioxide (co2) which decreases neumo which hinders the movement of the instruments in the patient cavity. Another port was used to complete the case. It was reported that there was no patient injury.